Event description:
Material no.: 270400 , batch no.: 0297917. It was reported that the patient is allergic to chloraprep. Per email: please see below for details of 1 x potential ae. The patient has returned the samples to ourselves, please let us know if you would like these returning to yourselves. Product: 270400 chloraprep 2%chg&70% (st). Batch: 0297917. Details: patient has returned the chloraprep saying they cannot use as they are allergic.

Manufacturer narrative:
Pn 270400, lot number 0297917, met all chemistry testing requirements prior to release and testing results were within acceptable specifications. The batch record for the lot was reviewed and there were no non-conformances found during the manufacturing of the lot and during routine quality assurance inspections. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr (B)(4) h3 other text : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 270400. Batch no.: 0297917. It was reported that the patient is allergic to chloraprep. Per email: please see below for details of 1 x potential ae. The patient has returned the samples to ourselves, please let us know if you would like these returning to yourselves. Product: 270400 chloraprep 2%chg&70% (st). Batch: 0297917. Details: patient has returned the chloraprep saying they cannot use as they are allergic.